Event description:
This rf3000 radiofrequency generator was selected; however, the customer was not able to determine whether the ablation was made or not, because he numerical value of the impendence was not displayed on the system. This issue occurred outside the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that during the power on self test the system displayed as 0's. The investigation found that the front panel to cpu harness assembly was disconnected at connector j1. Visual inspection also noted that the tamper proof seal was broken. The device was approximately six years old since being last serviced and the tamper proof seal was broken from apparent removal of the device's top cover. The unplugged harness may have been caused by the top cover being removed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
This rf3000 radiofrequency generator was selected; however, the customer was not able to determine whether the ablation was made or not, because he numerical value of the impendence was not displayed on the system. This issue occurred outside the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).